Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported: "customer states that while in use they were do a nif when she touched a button on the screen it went white on one side and black on the other, error 02.02.003 message showed. Unit rebooted and returned to original setting. Unit was in CPAP mode." There was no injury to the patient.

Manufacturer narrative:
The received information provided basis for the investigation. The reported error code 02.02.003 can be attributed to an isolated pixel sum deviation of the control board of the display. As specified for this kind of deviation, the device initiates a software-controlled restart in order to restore a valid data base. In this case the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible alarm of high priority. After the restart sequence, the device continues ventilation with the previous settings. This was confirmed by the event description of the user. No other deviation was reported since the reboot had occured. Therefore it can be derived that the restart had corrected the issue.

Event description:
Please refer to initial report.